Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 17 apr 2024, it was reported that the within last two months, patient encountered four infusion set cannulas were kinked within 3 or more hours after insertion. The insertion site was at upper buttocks, hips. The patient regularly rotated the site location. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient regularly rotated the site location. The issue got resolved by replacing the infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-02201 - device 4 of 4.